Manufacturer narrative:
Incident occurred during pretesting - no pt contact, injury or delay. Eval confirmed shaft frosting. The most likely cause is a vacuum failure.

Event description:
During pretest, ice was seen forming down entire shaft of probe.